Event description:
Boston scientific received information that the patient with this pacemaker and rv lead was admitted to the hospital for a valve issue. It was noted on telemetry that the patient's heart rate was in the 20's. Loss of capture was observed. Capture thresholds previously had been 1.4 volts (v) at 0.4 milliseconds (ms) and had risen to the current 2.7v at 0.4ms. The local boston scientific field representative believed that the device had been programmed to 3v which did not provide an adequate safety margin with the increased threshold. The device was reprogrammed to provide an adequate safety margin. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.